Event description:
The customer reported the system monitors will not come on, loss of live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The display adaptor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.